Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the cause appears to be use related. One 2 fr per-q-cath PICC was returned for evaluation. The black tab was not present at the proximal end of the stylet wire. The stylet wire had been cut 3.5cm from the proximal surface of the septum on the t-lock extension set. Approximately 10cm of the stylet wire had been cut away. A leak was identified in the 2fr tubing at the 7cm depth mark. It appears that the leak was caused when the catheter was compressed against the stylet or when the stylet was repositioned within the catheter. During stylet repositioning, abrasion from the stylet can wear through the silicone catheter material if the lumen is not primed. The stylet can also puncture through the side of the tubing if the catheter is compressed against the stylet. The stylet and t-lock extension set were attached to the PICC. The stylet had been repositioned within the catheter. The distal tip of the stylet was positioned between the 19 and 20 cm depth mark. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ regarding stylet use, the product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj0030 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Nurse reported a perforation almost unperceivable near the markers. Another catheter was used to complete the procedure. No patient injury reported.